Manufacturer narrative:
Additional information was received on (B)(6) 2020 indicating the patient's date of birth is (B)(6) 1952. Patient's age at the time of event has been updated to 67 years old. The replacement devices were identified as mentor memorygel breast implant 400cc, catalog number 3504001bc, serial number (B)(4). (L) and serial number (B)(4). (R). Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Concomitant medical products: saline mentor smooth round moderate profile 350cc, catalog number 3501655, serial number (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a breast augmentation revision with a saline mentor smooth round moderate profile 350cc breast implant and experienced deflation on the right side. As a result, the patient underwent removal on (B)(6) 2019.